Manufacturer narrative:
This report is for one (1) unknown cement. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown cement. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: krappinger d, kastenberger tj, schmid r (2012), augmented posterior instrumentation for the treatment of osteoporotic vertebral body fractures, oper orthop traumatol, volume 24, pages 4-12, (austria). This study aims to have reduction and stabilization of osteoporotic vertebral body fractures using posterior short-segment instrumentation, cement augmentation of the pedicle screws in order to improve the screw¿s holding power in osteoporotic bone and to reduce postoperative loss of reduction, quick and painless postoperative mobilization without further bracing. Between july 2008 and december 2009, 10 patients with osteoporotic vertebral body fractures of the thoracic and lumbar spine were treated with cement-augmented posterior instrumentation. There were 7 females and 3 males with a mean age of 65.8 years (range 35¿94 years). These patients were stabilized using an unknown synthes uss ii poly perforated screws or an unknown synthes uss ii polyaxial screws. An unknown synthes traumacem v cement or a competitor¿s cement were then applied. A total of 62 screws were augmented. Mobilization started on the first day after surgery. Patients were not allowed heavy lifting and manual labor for 3 months. Implant removal was done only if it is necessary due to complications. The article did not specify which patients were implanted with the synthes cement. Thus, complications will be reported as follows: 1 patient had cement embolism in the lungs without clinical consequences. (Fig.8b). 3 patients, including a (B)(6) year-old female patient (fig.1d), had cement leakage into the paravertebral veins without clinical consequences that were observed in non-contrast x-rays. An (B)(6) year-old female patient (fig.11b) had loosening of the cranial pedicle screws with cutting into the cranial disc space during follow-up after 6 weeks. The patient had sintering together of the broken vertebral body. There was a loss of correction (re-kyphosing) by 10 degrees. A computed tomography scan was done after 3 months which showed no more kyphosing. No surgical revision was done due to a low level of complaints. This report is for unknown synthes traumacem v cement. This is report 1 of 3 for (B)(4).